Event description:
On (B)(6) 2012 animas accounts receivable department received returned mail stamped with "deceased" on the envelope. It was discovered that the date of the patient's death was (B)(6) 2012 and that the patient died at his residence. No additional information could be obtained. The patient's physician reported that the patient had not visited the office since 2009. Multiple attempts to reach family members were unsuccessful. The patient's file indicated that the patient was trained on the insulin pump on (B)(6) 2009 and there were no reported pump malfunctions. This complaint is being reported because the possibility that the pump was a factor in the patient's demise cannot be ruled out with certainty.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.